Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown.

Event description:
It was reported that the bd insulin syringes experienced hub separates from the device. This is 1 of 2 related events. The following information was provided by the initial reporter: found one needle shield with needle hub assembly laying in the box. Found also in the box a 10 pack torn open with only 8 syringes inside the bag. Distributor reported for their pharmacy via email - some of the needles are broken- 1 unit affected ¿ customer has used some of the box.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10

Event description:
It was reported that the bd insulin syringes experienced hub separates from the device. This is 1 of 2 related events. The following information was provided by the initial reporter: found one needle shield with needle hub assembly laying in the box. Found also in the box a 10 pack torn open with only 8 syringes inside the bag. Distrubutor reported for their pharmacy via email - some of the needles are broken- 1 unit affected ¿ customer has used some of the box